Manufacturer narrative:
Bd received nine (9) loose 1/2cc, 6mm syringes from the customer in support of this complaint. Customer states that there was gel-like substance on rubber stopper inside of some of the syringes. All returned syringes were visually and microscopically evaluated and the customer's indicated failure mode for foreign matter inside syringe before use was not observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a gel-like substance was found on the rubber stopper of a bd ultra-fine¿ insulin syringe before use. No injury or medical intervention.